Event description:
Patient reported questioning the meter's bolus advice. Patient stated his blood glucose level was in the 200's mg/dl and the meter advised a bolus amount too small to bring his blood glucose level down to target. No adverse event reported. Requested return of the alleged meter for evaluation and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.